Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings:.the pump history showed no boluses delivered or programmed on (B)(6) 2017. The pump was manually suspended on (B)(6) 2017 at 19:47, followed by a power reboot. Deliveries were resumed (B)(6) 2017 at 09:01. The last bolus delivered was a 6.10 unit ezbg normal bolus on (B)(6) 2017 at 23:22. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history during this time. The investigator manually performed a 10 unit normal bolus and a 10 unit audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on the keypad. The investigator was unable to duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 34 mg/dl with unsteadiness when standing and walking and severe dizziness. The patient reportedly treated the hypoglycemia with consumption of food and drink and saw a health care provider during a doctor¿s office visit. The reporter alleged the patient filled the insulin cartridge with 200 units of insulin and after completing the rewind, load and prime sequence there is normally 160 units of insulin left in the cartridge. The reporter further stated that later, the patient felt a burning sensation and alleged that the insulin pump had delivered a bolus of insulin leaving only 120 units of insulin the cartridge. The reporter alleged the pump administered a bolus of insulin to the patient without user intervention. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged history/settings issue.